Manufacturer narrative:
The abutment body and abutment screw were returned for eval. The internal lobes section of the abutment was completely detached from the abutment and cuff, and was not returned for eval. A small hole was evident in the lower wall above the cuff. The wall surface showed evidence of modification, but it is not believed to be a contributing factor to the reported fracture, as the fracture occurred at the abutment base. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. The complainant provided partial placement and failure dates, only month and year provided. (B)(4).

Event description:
The complainant reported that a pt had a prima zi abutment placed at (B)(6) in (B)(6) 2011. The precise date for this event is unk; however, the abutment was reported to have fractured during normal function in (B)(6) 2011. No auxiliary tools were needed to aid in the removal of the abutment or abutment screw. No abutment fragments remained in the pt. The implant was reported to have remained viable in the pt. There as no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.